Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no sound perception with the device. It is unclear if an accident or a trauma has happened. A follow up appointment was scheduled and further testing will be done.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary.

Event description:
The recipient no longer has any sound perception with the device. The recipient stated that he may have fallen during the night. At this time, the recipient does not want to be re-implanted or explanted.